Manufacturer narrative:
Patient information was not made available from the site. Device manufacturing date is unavailable. On (B)(6) 2017 a medtronic representative, following-up at the site, reported they resolved the problem at the time of the procedure. They re-started the navigation system and checked the wires on the backside of camera. System performed as intended. There was no part replacement. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that while in a procedure, using their navigation system, the registration frames were not seen by the camera, however, the normal instruments were like a pointer. Different attempts were made and the camera detail window was stocking. No further details regarding the behavior, or specifically when it occurred, were provided. No details of the type of procedure, or at what point in the procedure, this alleged issue occurred. The surgeon completed the procedure with the use of the navigation system. There was no delay of therapy reported. There was no impact on patient outcome.

Manufacturer narrative:
Additional information: device manufacture date provided. A medtronic representative reported that the issue occurred during verification. Restarting the navigation system resolved the reported issue and the site was able to continue with the procedure.correction: unique device identification (UDI) updated to proper value.

Manufacturer narrative:
Correction: device manufacture date inadvertently left off of follow up 1 MDR.